Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and did not experience recurring malfunction after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.